Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 5.0mmx20mmx143cm coyote nc balloon catheter was advanced for pre-dilation. However, during the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a mustang balloon catheter. No patient complications were reported.